Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that there were cracks around the battery compartment of the insulin pump. The customer's blood glucose was 56 mg/dl which was due to not eating. The discontinuation of the device was advised. Nothing further was reported.